Event description:
The user facility (a veterinary clinic) reported that the distal portion of the IV catheter tubing was noted to have been detached following a procedure. The following information was provided by the contact at the veterinary clinic: during bandage removal a portion of the IV catheter was noted to be detached from the device; the detached distal portion of the catheter was still visible and able to be retrieved prior to completely entering the vein; and the dog was reported to be fine with no medical intervention required.

Manufacturer narrative:
This report was not associated with a human patient. (B)(4). The involved device was reportedly discarded by the user facility. Unused samples from the same box of catheters were returned for evaluation. The unused samples that were returned and retention samples from the reported lot and surrounding lots were examined and tested. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description is most consistent with the catheter tubing having been severed by contact with a sharp object, such as scissors, during the bandage removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).